Event description:
It was reported that a spectrum pump constantly displayed air-in-line instead of the upstream occlusion message during routine preventative maintenance testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.